Event description:
Procedure type: unk. According to the reporter: plastic shaving was found on the device. No pt injury was reported. No additional info available at this time.

Manufacturer narrative:
(B) (4).